Event description:
A falsely depressed troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a higher result was obtained. The patient was discharged. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was user error. Tthe customer did not investigate the process error and moved the sample to another position prior to the second sampling. The instrument is performing within specifications. No further evaluation of the device is required.